Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaw of a maryland bipolar forcep was broken. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.135" x 0.454" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. The root cause of broken instrument grips -tips is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.